Event description:
It was reported that the patient presented for a follow up in clinic three months after implant and it was noted that the right ventricular (rv) lead was dislodged. During a procedure to reposition the rv lead the helix could not be extended. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: event date should have been aug 22, 2023 instead of aug 29, 2023.

Event description:
New information received notes capture thresholds were elevated and sensing had decreased prior to the surgery.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, inadequate capture, and r-wave amp variation. As received, a complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray analysis found an over-torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported events of inadequate capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of a helix mechanism issue was due to the helix being clogged with blood at the helix region and an over-torqued inner coil at the connector region.